Event description:
G-tube was placed and found to be leaking around the base when feeds were administered for the first time. G-tube had to be replaced. Upon visual examination, there was what appears to be a fracture in the rubber near the base of the tube. It is unlikely the fracture occurred during placement and seems to be a manufacturing defect. In the photos, a piece of electronic solder was placed through the crack to make it more visible. Without the wire, the crack was extremely difficult to see. The balloon portion is intact and functions properly.